Manufacturer narrative:
Additional information: d9, g3, h2, h3. One workmate¿ claris¿ display plus amplifier was received for analysis. The amplifier was powered on and communication was unable to be established. It was verified the network adaptor on the single board computer (sbc) was non-functional. The sbc was temporarily replaced with a good unit and functionality was restored as communication was established. The communication test was run at the transfer rate of approximately 2000 packets per second and no loss or drop in communication was observed. The root cause was isolated to the network adaptor on the sbc. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, root cause of the field reported event was successfully isolated to the single board computer.

Event description:
During an atrial fibrillation ablation procedure, the claris had issues connecting to the amplifier and the case was cancelled.